Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem sm PMA item# 161468 lot# 674360; oxf uni tib tray sz c rm PMA item# 154723 lot# 434000. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00450; 3002806535 - 2022 - 00452.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed approximately two (2) years and five (5) months post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). No products were returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Radiographs were provided, and images are not being sent to mmi at this time due to poor image quality. A mmi assessment would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.